Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not functional. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the touchscreen was not functional.

Manufacturer narrative:
H11 d4 - product UDI.

Manufacturer narrative:
Multiple attempts have been made on 25jun2024, 05jul2024, and 17jul2024 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.